Event description:
It was reported that the pt experienced a loss of stimulation. The pt's device had undergone a reset. The battery voltage was at 2.12, end of life. All the lead impedances were normal. It was unk if the pt's device was going to be replaced. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).